Manufacturer narrative:
(B)(4). This customer reported a failure during an op-check using external paddles. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all standard testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.

Event description:
This customer reported a failure during an op-check using external paddles.